Event description:
Reportedly pt expired, approx after a implant duration of 1 month, due to unknown reasons. Unknown if pt death is device related. Unknown if device was explanted. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.